Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported. During the evaluation of the device at the MFR's service center, the device failed steps during testing. The device's active exhalation control module was replaced to address the issue.

Manufacturer narrative:
.